Event description:
It was reported that the patient was exhibiting an infection due to the implantable cardiac monitor (icm). It was further reported that the device had started to protrude out of the pocket. The icm was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.